Manufacturer narrative:
The following event is a retrospective chart review and is being reported as an event that could have potentially been previously reported to boston scientific. As the data is de-identified before being transmitted to boston scientific, there are significant limitations to boston scientific's ability to correlate the data to information previously reported to boston scientific. As detailed product information was not provided to boston scientific and the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A pulse field ablation procedure was performed with a farawave catheter. It was reported that the patient experienced acute pulmonary edema.